Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of complaint (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 107 (night drain cycle seven) alarm was identified in the log. The alarm occurred on (B)(6) 2013 04:23:26. No additional information is available.